Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where the adhesive around the light guide lens and objective lens had chipped/peeled. The cause of the reported issues was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the adhesive around the light guide lens and objective lens of the ultrasound gastrovideoscope had chipped/peeled. There were no reports of patient involvement.